Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent hypoglycemia over about a week while using the ilet, describing that not eating before bedtime led to blood glucose dropping very low, and no alerts or alarms were reported. Symptoms included hypoglycemia, though specific clinical details were not available. Outcomes included insufficient information to characterize longer-term impact. Investigation included communication attempts with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device-related findings and insufficient information regarding a specific device component or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.